Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see all associated reports: 0001822565-2018-03933, 0001822565-2018-03940, 0001822565-2018-03941, 0001822565-2018-03942, 0001822565-2018-03943, 0001822565-2018-03944, 0001822565-2018-03945, 0001822565-2018-03946, 0001822565-2018-03947.

Event description:
It was reported during the incoming inspection of the product at the distributorship, a foreign substance was found in the package and a crease was noted in the sealing area. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Evaluation of the eight (8) returned products confirmed the presence of crease and/or fold in the seal of the pouches. Device history record was reviewed and no discrepancies were found. A manufacturing deficiency was considered as the root cause of the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during the incoming inspection of the product at the distributorship, a crease was noted in the sealing area. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.